Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had an intermittent power issue and the battery compartment was cracked. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: a review of the black box indicated that unexplained reboots had occurred on (B)(6) 2016. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The battery compartment was cracked in two places. The pump powered on normally and successfully completed rewind, load, and primes steps and a 24 hour exercise rest with no power interruptions occurring. The pump casing was removed and there were no internal defects found.